Manufacturer narrative:
The field service rep found the measuring cell needed to be replaced, there was a small hole in the sample probe tubing and the pinch valve tubing wasn't installed correctly. He replaced the measuring cell, the sample probe tubing and the pinch valve tubing. The user performed calibrations and qc to verify the analyzer performance.

Event description:
The user got an initial hcg result of 1.47 miu per ml on one sample run straight. He stated they always follow the straight sample with a 1:20 dilution and that result was 1645 miu per ml. The user then took the sample to the main lab and ran it on an e modular analyzer, and got 1421 miu per ml for the straight sample and 1371 miu per ml for 1:20 sample. The straight sample was run from a bd vacutainer short (4.5 ml) lithium heparin tube that was 3/4 full. The 1:20 dilution sample was run from an aliquot from that tube in a 2 ml cup placed directly behind the tube. The user stated they reported the straight result of 1421 miu per ml from the e module to the ER department. The initial result was not reported and there was no affect to the pt.